Event description:
It was reported that cgm displayed malfunction error and customer experienced issue with sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform full pump reset, completed reset with support, did not see malfunction error again, and successfully started new sensor session; no further issues were reported.